Event description:
The customer reported the b.braun tubing is disconnecting or spinning off of the maxplus, resulting in disconnections and leakage. The customer reported "it is not unit specific, it is all areas of the hospital. Also, it is not limited to piv with extension sets. It was also noted to occur in the ICU areas with the mpc standalone connectors to central lines." Anecdotal report that the infusion were running in the bed, not into the vein after a spontaneous disconnect. No patient harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.